Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the single leaflet device attachment (slda) appears to be due to the tissue injury. The mitral regurgitation (mr) appears to be a cascading effect of the slda. The tissue injury appears to be due to challenging patient anatomy. The unrelated death is due to poor patient condition. The reported patient effects of mr, tissue injury, and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, tissue damage, prolonged hospitalization and surgical intervention. It was reported that this was a combination mitraclip procedure to treat functional tricuspid regurgitation with a grade of 5 and degenerative mitral regurgitation (mr) with a grade of 4. It was noted thin and friable leaflets with calcification on the annulus and imaging was difficult during the tricuspid procedure due to the echo window. The patient was frail and had previous cardiac surgery. On (B)(6) 2021, one clip was successfully deployed, reducing mr to 2 and two clips were implanted in the tricuspid valve, reducing tr to 4. On (B)(6) 2021, imaging showed one clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. It was noted a posterior leaflet tear in the mitral valve. The patient remained hospitalized. On (B)(6) 2021, the patient underwent mitral valve replacement for additional treatment. Since tr was not significantly reduced, a clinical decision was made to perform a tricuspid valve replacement. On (B)(6) 2021, the patient died due to multi-organ failure. The surgery post-mitraclip was 10 hours long in duration and the patient was too frail to survive. The physician stated the patient death is not related to the mitraclip. No additional information was provided.